Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: on december 23, the doctor was apologized by the sales rep directly regarding the complaint and confirmed the situation. It appeared that the suture detached easily from the needle swage five times in a row. The doctor said that the crimping might have been weak. The defective products had already been discarded by the nurse, and no actual products are available. Each reported incident was about needle detachment from the swage part. How many devices demonstrated the alleged - did the event occur during one or multiple patient procedures? Devices:5,one patient. What is the total number of procedures?unk have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? 1

Event description:
It was reported that a patient underwent a laparoscopic left empyema decortication on (B)(6) 2025 and suture was used on the fascia. During the procedure, the suture detached easily from the needle swage. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/12/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One representative unopened sample and one empty open foil were received for analysis. Product code d10084 which is a control release and requires two strands per packet. Upon initial inspection of the samples, no external damage was observed on the external packet. In order to evaluate the conditions of the returned samples, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related and no defects were observed during evaluation. The functional test was performed using instron equipment, and the pull force results met the requirement. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.